Event description:
It is reported that the pt is experiencing trochanter bursitis on the right hip.

Manufacturer narrative:
Info was rec'd from a health professional who is not required to complete form 3500a. Eval summary: the item reported still remain implanted. X-rays, surgical notes, or info regarding how the implants are positioned or installed were not provided for review. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution tot he reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.